Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the distal male luer connection" of an unspecified quantity of one-link non-dehp microbore catheter extension sets were ¿coming unscrewed¿ from the clearlink system continu-flo solution set. The issue was identified during patient infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.